Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the back button of insulin pump was stuck and received button errors. Customer stated the insulin pump had random unexplained no delivery alarms, back light was slightly dimmer and the entire face of insulin pump was scuffed including the buttons. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.